Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 20 mg/dl, 301 mg/dl and 363 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated he took 8 units of humalog and 12 units of novolog after obtaining the readings. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.